Manufacturer narrative:
The lead remains implanted and unavailable for analysis. Without the return of the device, it is not possible to reach a definitive root cause for the undesirable stimulation changes. Per the event report, a lead revision procedure was scheduled. Patient symptoms onset prior to beginning the lead revision and the procedure was not able to be completed. The evoke scs surgical guide includes the following: "every surgery involves potential risks, including death. In addition to these surgical risks, the risks associated with the implantation and use of a spinal cord stimulation system" the evoke scs system surgical guide additionally identifies stimulation changes as a potential risk, "undesirable changes in stimulation sensation and/or location" and "uncomfortable changes in stimulation (over and/or under stimulation)".

Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system reported decreasing pain relief and inconsistent paresthesia. The patient¿s system was confirmed to be delivering therapy but potentially at suboptimal levels. Troubleshooting included reprogramming which was unsuccessful and obtaining an x-ray to confirm no lead migration had occurred. A lead revision was scheduled. When preparing for the lead revision procedure, respiration and regurgitation issues were noted and the procedure was aborted. No device revision or replacement was completed. The patient¿s symptoms were confirmed to be unrelated to the saluda device, noting that the patient¿s health and reactions to anesthesia likely contributed to this event. The previously scheduled revision has not been rescheduled at this time.

Event description:
A lead revision was completed. Therapy was restored.

Manufacturer narrative:
Additional information: section b5 - event description section g3 - date received by manufacturer section g6 - type of report section h6 - evaluation codes section h10 - addl' manufacturer narrative. Per the event report, the physician confirmed via x-ray that the stimulation issues were not related to lead migration. The rescheduled lead revision procedure was completed.